Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unreadable touchscreen issue was verified, but the cracked touchscreen issue could not be verified. The information will be used for tracking and trending purposes.